Event description:
In 2001, while patient was walking, patient noticed a painful cracking noise in the knee with a sensation of failure. Since then, patient shows instability. Prior to this, patient's knee was stable both objectively and subjectively.